Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause is an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not powering on. There was no patient harm. The issues were noted prior to patient use.